Event description:
It was reported that during a procedure to treat a lesion in the calcified, tortuous mid right coronary artery a 3.0x15 rx xience v stent delivery system (sds) was advanced and during use in the anatomy, the proximal shaft kinked and then separated outside of the patient anatomy. Reportedly, the distal portion of the sds was simply withdrawn from the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Shaft kink and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.